Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 140 and 229 mg/dl. Tests were done within 10 minutes with a difference of 43%. Patient reported they used same fingerstick. Control solution results were within range. Patient did not experience any adverse events. No further information has been reported.